Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was to be returned from the field at the request of an inventory analyst. Subsequently, this device was pulled from archive for further analysis testing.